Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection of the returned product noted that the device was received in good condition. Pmv performed functional testing: the push button was pressed and the tip of the devices advanced and retracted normally. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during abdominal wall hernia procedure, the device was used to pull the suture for closing the hernia orifice. The hook didn't come out even though the green button was pressed. The procedure was completed with another device. There was no patient injury.